Manufacturer narrative:
The reported event of unacceptable defibrillation threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. Patient's physician at (B)(6) hospital - dr. (B)(6).

Event description:
It was reported that post initial implant, defibrillation testing was performed on the right ventricular lead and failed three times at different thresholds. The lead was explanted and replaced. The replacement procedure was successful. The patient was stable and doing well.